Manufacturer narrative:
(B)(4). Method: the complaint icon+ CPAP was not returned to fisher & paykel healthcare in (B)(4). Our investigation is accordingly based on the photograph provided and information reported by the customer. Results: visual inspection of the photograph revealed that the power cord had been pulled where the cord meets the device, exposing the inner insulation. Additionally, the inner insulation had been damaged, exposing the copper wires. Conclusion: the nature of the damage suggests the power cord may have been subjected to excessive force and rough handling. The lot date confirms that the unit is over two years old. During initial assembly of the icon+ cpaps, all power cords are visually inspected for damage. Once the assembly process is completed, all the devices are visually inspected again before release for distribution. The icon+ CPAP is designed to the electrical safety standards ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector (power cord) and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon CPAP humidifier state the following: - "only operate if the device, power cord and plug are dry and in good working order." - "do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A distributor in (B)(4) reported that an icon+ CPAP humidifier had a damaged power cord. There was no reported patient involvement.